Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer¿s service center, an error code related to the oxygen blending board was observed in the device downloaded error log. The device¿s oxygen blending board was replaced to address the issue.